Event description:
An olympus representative reported to olympus, on behalf of the customer, upon receipt of the high flow insufflation unit only part of the indicator light on the front panel lights up when the power is turned on. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, there was a front panel display malfunction. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defect with the display on the front panel could not be determined. Olympus will continue to monitor field performance for this device.